Manufacturer narrative:
The reported device was not made available to the designated complaint unit for independent evaluation; thus, a visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Device evaluated by the manufacturer. Evaluation codes updated.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Complaint of overheating could not be reproduced. Product failed functional testing when the oscillate button failed to function. Cause of oscillate button malfunction is a corroded oscillate button magnet that was severely corroded. Oscillate button performs as expected with a known good magnet installed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The cause of the oscillate button malfunction has been determined to be corrosion of the oscillate button assembly. Factors that could have contributed to the event include a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the mdu was not working properly and became excessively hot. No further information is known at this time. Additional information will be relayed upon receipt.